Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017. During such surgery there was suction loss on the left eye early during the flap creation. Cornea was small and therefore surgeon decided to change to photorefractive keratectomy after discussion with the patient. Bcva from (B)(6) 2017: right eye pre-op 20/20 1.50 x -3.00 x 5, left eye pre-op 20/20 1.87 x -3.75 x 175.